Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user stopped hearing with the device on (B)(6) 2022. In addition, the user only hears noise, even when the processor is turned on with the volume at 0%. The user will be re-implanted.

Manufacturer narrative:
Conclusion: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Explantation is considered, but no date has been scheduled yet. This is a final report.

Event description:
The user stopped hearing with the device on (B)(6) 2022. In addition, the user only hears noise, even when the processor is turned on with the volume at 0%.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user stopped hearing with the device on 16-nov-2022. In addition, the user hears noise, even when the processor is turned on with the volume at 0%. The user has been re-implanted.